Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg was flipping in the pocket and causing pain. Surgical intervention took place on (B)(6) 2022 wherein the ipg was lowered slightly and sutured to the facia to address the issue.